Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wound closure after dental tooth extraction, when the reported suture was used to knot the thread, all of the thread broke. The surgeon opened a new box of suture to resolve the issue. There was no patient injury.